Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode with no backup defibrillation operation (bdfo) available due to an off-label magnetic resonance imaging (MRI). Programming changes were made to restore normal parameters, the patient was stable.